Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of p-waves. It was further reported that the right atrial (ra) lead had previously exhibited far field r-wave (ffrw) over-sensing. Reprogramming occurred in relation to the ffrw over-sensing. The lead remains in use. No patient complications have been reported as a result of this event.